Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in vertical form at 6 atmospheres. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.